Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer. Therefore the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was confirmed. The root cause was identified as use error. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. This issue is being investigated through CAPA.

Event description:
A customer contacted baxter technical services(bts) regarding assistance with a system error 2240 alarm during dwell 2 on the homechoice machine(hc). The technical service representative(tsr) assisted the home patient(hp) to close all clamps and transfer set, and then cycle power off and on. System error 2367 alarm occurred. The tsr explained the alarms. The caregiver(cg) stated the hp forgot to close the spare supply line. The tsr advised the cg to discard all supplies and report the alarms to the peritoneal dialysis nurse in the morning. The cg was contacted on (B)(6) 2012. The cg stated that this was an isolated event. The cg stated that the hp did not develop any adverse reactions or need any medical intervention. The cg stated she spoke with the nurse who reviewed proper procedures with her. The cg also stated that the hp is currently performing therapy without any complications. There was patient involvement; however, there was no injury or medical intervention reported.